Manufacturer narrative:
Additonal information: b5- on (B)(6) 2023, the lens was exchanged for the same model, shorter length lens and the problem was resolved. Status of the eye: "all fine" and "patient is happy". Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4)

Event description:
It was reported that a 13.2mm, vticm513.2, -7.50/3.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault and refractive surprise. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).